Manufacturer narrative:
Additional information has been provided in h.6 and h.10. There was no additional information provided from the customer. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the air pressure response was seemed slow when switching from fluid to air. The surgeon raised the pressure which seemed to resolve the issue. Procedure details and patient harm was not reported. Additional information has been requested. Additional information was received indicating that the reported event took place during a vitreo-retinal surgical procedure. The surgery was completed and there was no harm to the patient.